Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h11c31030, h10k05047, h11f22040, and h11j05089 with no exceptions observed related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was no device malfunction or use error identified.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from the (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized; however, he began remedial treatment with vancomycin (1500mg ip every five days for 21 days). The event of bacterial peritonitis was resolving. Dianeal therapy was ongoing. The nurse stated it was unknown if the event was related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis incident.